Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, no damage to the audio bolus button was observed. During testing, the complaint of an unresponsive audio bolus button was not duplicated; the button responded appropriately. A normal bolus and an audio bolus were performed successfully. The bolus button cover was removed to investigate and there was no contamination or corrosion found on the bolus button connector pins. The pins were found to be properly aligned. There was not defect found during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the audio bolus button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.